Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -6.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to product non-conformity. Reportedly, "fellow eye lens vaulting was explanted due to excessive inflammation and cells post op, patient is traumatised with the whole experience, patient currently on glaucoma medications g ganfort on and g simbrinza tds on re." Cause of the event is unknown. The explant resolved the problem.

Manufacturer narrative:
Work order search found no similar complaints. (B)(4).

Manufacturer narrative:
Corrected data: d4: model number- should be corrected to state vicm5_12.1. Claim# (B)(4).